Event description:
The customer reported a leak from the back of the coulter lh 780 hematology analyzer. The customer was running startup when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/9/2015. The fse found a hole in the tubing through pinch valve vl61. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).